Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open properly. A field service engineer replaced broken mini drawer and cleaned residue from broken medication vial. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer was not opening properly. The customer reported that the malfunction occurred when the user was trying to dispense 20ml vial of medication to the patient. There were no adverse events or injuries reported based on this incident.